Event description:
I was operated in hospital cardiology dept by dr. The reason of this operation was replacement of batteries in my guidant pacemaker. When closing my wound dr, instead of closing with the customary sutures, used dermabond, an octyl-cyanoacrilate containing product, manufactured by closure medical co in raleigh nc and distributed by ethicon inc in sommerville nj. The use of this product caused unbelievable harm and pain and disability to me for more than seven weeks.